Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's child reported via phone call of low blood glucose of 35mg/dl and a pump alarm that cannot be cleared. Troubleshooting advised that the customer call back as the child did not have the pump with them. Customer was advised that in order to troubleshoot, certain information needs to be obtained from the pump and the customer. No further troubleshooting was performed and no further details given.